Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated that pump gone crazy and not working. Customer stated that they were unable to complete pump rewind. Customer stated that insulin pump was exposed to moisture while showering. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
On (B)(6), 2021 the customer alleged the insulin pump alarmed failed battery and pump error 43 occurring every time during the rewind. Also insulin pump was expose to moisture during the shower. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked case behind the insulin pump at the battery compartment, end cap address label missing, pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Thus software was utilized and successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review of the device history on the event date of july 04, 2021 found two failed battery test at 01:08:12 and 01:08:37. Also found ten pump error 43 alarm in the device history from 01:07:47 until 12:10:07. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was cut open and found moisture damage on the battery tube connector, electrical board 1, 40 pin flexible printed circuit/lcd, force sensor and motor assembly. No moisture damage on the electrical board 2, internal battery, vibrator and inside the battery tube during the visual inspection. In summary, insulin pump rewinds properly during testing. Device received with normal operating currents and the power management graph are within specification. However, found multiple pump error 43 alarm during bolus and basal delivery not rewind according to the device history download due to moisture found in the motor assembly and two failed battery test due to moisture damage on the battery tube connector noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.